Manufacturer narrative:
Additional information was received on 8/16/2018. The event date has been updated to (B)(6) 2018. The investigation of the returned product was completed by the failure analysis lab on 8/29/2018. Device evaluation summary: it was reported that a (B)(6) year-old underwent breast augmentation revision with a mentor smooth round moderate profile 250cc saline prosthesis, and a mentor smooth round moderate profile 225cc saline prosthesis on (B)(6) 2015. Bilateral deflation was diagnosed by ultrasound post procedure. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, the product evaluation team observed two rents on the anterior view, one measuring 2.2cm, and another measuring 7.8 cm. Microscopic examination of the edges of the rents a and b revealed parallel striations, which are similar to markings made by a sharp instrument perforating silicone material. An additional area of separated material was observed on the posterior view measuring and 5.0cm by 1.8 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release, in addition, a thorough in-process testing during several stages of the manufacturing process is performed. The product evaluation team concluded that the rents and separated material occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since an area of separated material and two rents were found on the device. Microscopic examination revealed parallel striations on the edges of the rents a and b. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. A second microscopic examination of the separated material edges was performed, and it did not provide conclusive evidence of what could be the root cause. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) for the lot number 6784470 was reviewed 7/6/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 225cc saline prosthesis, catalog #3501630, lot #6913915. (B)(4).

Event description:
It was reported that a (B)(6) underwent breast augmentation revision with a mentor smooth round moderate profile 250cc saline prosthesis, and a mentor smooth round moderate profile 225cc saline prosthesis on (B)(6) 2015. Bilateral deflation was diagnosed by ultrasound post procedure. As a result, prosthesis replacement with mentor smooth round moderate profile 250 cc saline implants was performed on (B)(6) 2018. (See 1645337-2018-04024 for contralateral prosthesis report).